Event description:
It was reported by service report that the height adjustment racks were bent. The bent racks could potentially result in the cot dropping or no longer being able to raise/lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.